Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): analysis found that the battery flex was contaminated. The upper/lower cases, side bail covers and ring cover were broken.

Event description:
The external pulse generator was returned to the manufacturer for annual test and calibration. It was analyzed and tested and subsequently tested out of specification.